Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 mpxr 705416 (con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the ins was found to be in overdischarge due to patient compliance. The rep performed a trickle charge and cleared the associated power on reset (por); issue was resolved. No symptoms were reported. No further complications were reported or anticipated.